Event description:
It was reported that several cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy and has manual injections if needed to address the bg level.there was no adverse impact to the customer¿s blood glucose level.